Manufacturer narrative:
Tracking#426977-0 date sent: 11/17/2005 additional information: d4, 10; g4; h2, 3,4,6 information is unavailable; device was not returned for evaluation.

Event description:
During a sigmoid colon resection, no staple came out of the device. As a result, stool spilled inside the patient's abdomen. The procedure was completed by hand-suturing. Or time extended.